Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic decomp filter was returned and tested. The catalytic converter did not exhibit a mist. The reason for return of the catalytic decomp filter was not confirmed. The vacuum pump filter exhaust was returned and tested. The vacuum pump filter exhaust did not exhibit a mist. The reason for return of the vacuum pump filter exhaust was not confirmed. The assignable cause of the haze/mist/vapor issue is likely the catalytic decomp filter and vacuum pump filter exhaust. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum exhaust filter and catalytic converter were replaced to resolve the haze issue. Unit meets specifications and was returned to service on 1/14/2017.

Event description:
A customer reported an event of haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. The customer stated the room could not be vacated and haze was no longer in the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.